Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient. It was reported that an x-ray confirmed that the patient¿s leads had migrated. The patient denied having any falls. The patient was to have a lead revision on (B)(6) 2020. No further complications or patient symptoms were reported or anticipated.